Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru the reservoir tube, broken battery tube threads and broken pump belt clip slot.

Event description:
Customer reported her insulin pump was broken and not delivering insulin properly. The customer's blood glucose was 427 mg/dl. The customer also stated there was cracks in the reservoir compartment of her insulin pump. She then stated the reservoir compartment had a part missing due to the cracks. The customer could not recall how the damage had occurred. Customer also stated she believed this was the reason behind her high blood glucose and declined to troubleshoot. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.